Event description:
A malfunction alarm was reported by the customer, identified as malf 9, with a fault ID of 9-0x20f1. There was no reported impact on the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the malfunction, and was advised to continue using the pump while contacting support again if the issue reoccurs.